Event description:
It was reported that during a stapled hemorroidopexy procedure, the device was fired and the feeling was as usual as reported from the surgeon. When the stapler was removed from the anal canal and the staple line was examined, the surgeon found that there was one staple malformed and the leg was pointing out of the staple line. The surgeon wondered why there was a malformed staple. The surgeon sutured the point that an open staple leg was found. There were no adverse consequences for the patient.

Event description:
A report was received from the field indicating that during a level 2 maintenance to the sterrad 200 system, the field service engineer (fse) found an oil mist filter failure, causing oil mist. The customer was not aware of the oil mist and had not submitted a complaint to asp. There were no human reactions associated with this event.

Manufacturer narrative:
(B)(4) chamber plastics replaced. Capital equipment serviced at customer's site: the sterrad 200 was found with an oil mist filter failure. The chamber was cleaned and chamber plastics were replaced. Also replaced was the vacuum oil pump, oil mist filter, and housing. Performed baratron zero procedure. Replaced the h2o2 lamp assembly. Performed system certification procedure. Ran an empty chamber test cycle. The sterrad system meets all manufacturers' specifications. Result: other: chamber plastics replaced.